Event description:
It was reported that multiple non-sustained rv oversensing episodes were recorded. Patient presented in clinic two weeks later, and lead noise was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted under the rv shock coil at 6.0-6.6cm from the distal tip. The re conductor etfe coating was abraded at this location, consistent with the field observation of noise.